Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced history anomaly. The customer's blood glucose value was 300 mg/dl. The customer treated with bolus corrections. The customer stated that the boluses were not showing up in the history. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump programmed with multiple bolus deliveries and all bolus registered properly in the bolus history noted. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.